Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed via in-house on the patient side cart fixture test platform (pftp). The usm was tested on an in-house system in normal mode and no errors triggered. The usm was also tested and failed sensors check on the yaw. The complaint regarding the usm drifting issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint regarding the usm drifting issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 drifted by itself while docked to the patient and instrument installed. The technical support engineer (tse) reviewed the logs but found no directly related errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system arm drifting issue was persistent and unable to be resolved during the case. The customer abandoned the system arm and completed the case with the remaining three system arms.